Event description:
Per the audiologist's report, the patient experienced facial nerve stimulation (fns) and pain with cochlear implant use beginning in 2007. Reportedly, the patient went to the emergency room for pain management. A CT and blood tests were done (results have not been forwarded at this time). On two days later, the audiologist reprogrammed the sound processor with program that did not elicit fns. An integrity test was done the following month. At that time, the patient reported that she did not hear as well as she had and also experienced pain after several hours of device use. The results of the integrity test were consistent with normal receiver/stimulator function with probably electrode faults. Interpretation of the electrode results was difficult as the current level had to be limited due to the patient's reports of pain and fns. That patient will be explanted and reimplanted. A surgery date has not been set. Cochlear will request that the device be returned for evaluation and that CT/blood test results be forwarded.